Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) em2400 valve sets leaked from an unspecified location. The issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to h4: the lot was manufactured from march 28, 2022 - march 29, 2022 (previously submitted as 04/06/2022). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.